Manufacturer narrative:
Date of event: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the unspecified bd vacutainer® push button blood collection set there was an issue with dirty needle stick injury. Rn had to be screen for blood and body fluid exposure.

Manufacturer narrative:
Usage of device: initial. Investigation summary: neither samples nor photos were provided for this incident. DHR and qn; reviews could not be conducted as a lot number and was not provided for this reported incident. Without samples, the alleged defects were not identified or confirmed and a root cause was not established. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported with the use of the unspecified bd vacutainer® push button blood collection set there was an issue with dirty needle stick injury. Rn had to be screen for blood and body fluid exposure